Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The reported event of backup battery fault alarms occurring in december was not confirmed. Log files were submitted and downloaded for review and data associated with the reported event was observed on 02feb2026. The log files captured a backup battery fault alarm on (B)(6) 2026 from 16:35:22 to 19:13:52 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable voltage of 10.2 v. No other notable alarms were observed in the log files. The log files did not capture any atypical backup battery fault alarms from december. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of the backup battery not passing the load test; however, the returned system controller was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 15sep2017. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1/a2: patient identifier/age was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the clinic due to the error message ¿error backupbattery ¿ replace backupbattery.¿ after performing the self-test, the error message persisted. Since the backup battery had been routinely replaced only in (B)(6) 2025 and this error already appeared in (B)(6) 2025 (the error also occurred with other batteries), it was decided to replace the system controller.